Manufacturer narrative:
Follow-up #1: date of submission 03/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: the issue was duplicated on investigation; the pump emitted a call service 069 during rewind. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed a line through the display; a test display was inserted and functioned normally.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.